Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons of the insulin pump got stuck and will not let him give insulin. Customer's blood glucose level was 185 mg/dl at the time of the incident. Customer mentioned he had to go to the hospital to get insulin. He was treated with a shot of long acting insulin. The customer replaced the batteries but the keypad would not scroll down. The customer was asked to observe if the time clock advances and it does. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use.